Event description:
It was reported that the patient was asymptomatic. It was noted that the right atrial (ra) lead's pacing impedance was low, and noise was present on both the ra and right ventricular (rv) leads. The patient was ventricular paced over 80% and episodes of atrial lead noise could be sensed in the right ventricle, sometimes leading to pacing inhibition. The noise could not be reproduced via physical maneuvers. Both the ra and rv lead were extracted and replaced. The physician stated that a suture distal to the suture sleeve which would have been near the clavicle anatomically was responsible for the noise. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.